Manufacturer narrative:
High blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels throughout the day. The customer's highest bg value was 370mg/dl. The customer stated the suspected causes of the high bg levels could be due to either a dance recital, adrenaline, or possibly the pump but the customer was uncertain. The customer administered a bolus. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 185 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.